Event description:
It was reported that a spectrum iq pump front 'set up' option button was broken during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had damage to the second softkey on the first row. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.